Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was cleaned and greased during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system was arcing from the x-ray tube and locked up. There was no patient injury or death reported.